Event description:
See initial report.

Manufacturer narrative:
A review of the device¿s service history indicated that no previous events have been reported for this unit. No adverse trends associated with this type of failure mode has been detected. Based on the investigation findings and the inability to reproduce the event, a definitive root cause cannot be determined. Nevertheless, potential contributing factors may include: - fluid-dynamic changes in the circuit (e.g., momentary preload/afterload variations), - electromagnetic interference or external disturbances affecting the control signal, the risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
Livanova deutschland received report that the rpm of the s5 hlm centrifugal pump was not fully controllable. The issue occurred during procedure. There is no report of any patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided h11 livanova deutschland manufactures the s5 hlm device, the event occurred in the united states. Livanova field service engineer was dispatched to the facility and did not confirm the issue. After performing all the functional tests with positive results, unit was sent back in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.